Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a history of the conduction disorders, and the aortic valve angle was 37 degrees. The length of the membranous septum was 3.1mm. There was no calcification extending beneath the aortic annular plane in the interventricular. During the procedure, at 80 percent, no incomplete stent opening (iso) was noted, and the valve was placed at 3mm on the non-coronary cusp (ncc) and 4.5mm on the left-coronary cusp (lcc). At release, it was 4.5mm both on the ncc and lcc and the valve was able to be implanted. Post-implant, iso was noted at the sinotubular junction (stj) so a post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. The valve migrated towards the ventricle, and the final implant depth was 6mm both on non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient went into a complete heart block, so a temporary pacemaker was placed to stabilize the rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. A permanent pacemaker was implanted to resolve this event. The physician believes that the patient or user experienced adverse health consequences (conduction disturbance) resulting from valve migration due to underexpansion, which necessitated a subsequent post-bav to address the issue. The patient was discharged.

Manufacturer narrative:
An event of incomplete stent opening, migration or expulsion of device (ventricular direction) and heart block were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration was due to incomplete stent opening. However, this cannot be confirmed. The reported heart block appears to be cascading effect of reported migration. The reported unexpected medical intervention and surgical intervention were under case specific circumstances as post-implant valvuloplasty was performed also permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a history of the conduction disorders, and the aortic valve angle was 37 degrees. The length of the membranous septum was 3.1mm. There was no calcification extending beneath the aortic annular plane in the interventricular. During the procedure, at 80 percent, no incomplete stent opening (iso) was noted, and the valve was placed at 3mm on the non-coronary cusp (ncc) and 4.5mm on the left-coronary cusp (lcc). At release, it was 4.5mm both on the ncc and lcc and the valve was able to be implanted. Post-implant, iso was noted at the sinotubular junction (stj) so a post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. The valve migrated towards the ventricle, and the final implant depth was 6mm both on non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient went into a complete heart block, so a temporary pacemaker was placed to stabilize the rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. A permanent pacemaker was implanted to resolve this event. The physician believes that the patient or user experienced adverse health consequences (conduction disturbance) resulting from valve migration due to underexpansion, which necessitated a subsequent post-bav to address the issue. The patient was discharged.